Event description:
It was reported that the lead was surgically abandoned due to impedance issues with high pace greater than 2000 ohms, high pacing thresholds, loss of capture with no asystole. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).